Manufacturer narrative:
Block h6: device code 2949 captures the reportable event of bands falling of varix. Block h10: investigation results the returned speedband superview super 7 was analyzed, and a visual evaluation noted that only the handle assembly was returned and the device returned without the ligator head. The tripwire crimp was not returned. It was also noted that the tripwire was partially rolled in the handle assembly and there was evidence that it was secured in the handle; however, the tripwire was returned cut at the proximal section with evidence of a sharp tool used. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. The reported event was not confirmed. The investigation concluded that, without analysis of the ligator head portion of the device, there is a lack of objective evidence or descriptive conditions of the event required to determine a definitive root cause of the event. The investigation findings and all information available do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, the most probable root cause is cause not established. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the rectum during an hemorrhoidal band ligation procedure performed on (B)(6), 2020. According to the complainant, during the procedure, the bands successfully deployed; however, the bands slipped off the tissue and failed to remain attached to the hemorrhoid. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the rectum during an hemorrhoidal band ligation procedure performed on (B)(6), 2020. According to the complainant, during the procedure, the bands successfully deployed; however, the bands slipped off the tissue and failed to remain attached to the hemorrhoid. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.